Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Stoma site infection and pneumoperitoneum are a known complications of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced nausea, abdominal pain, fever, and general discomfort. The patient was diagnosed with constipation and an x-ray was ordered by the physician. On (B)(6) 2021, the patient was treated with an ciprofloxacin intravenous (IV) antibiotic for the fever, which subsequently subsided. The patient was still experiencing peristomal pain, so an abdominal CT scan was ordered. On (B)(6) 2021, the abdominal CT showed a small pneumoperitoneum, and the patient remained hospitalized. On (B)(6) 2021, the pneumoperitoneum subsequently resolved, and the patient was discharged from the hospital on oral ciprofloxacin antibiotic. The patient experienced stoma site pus and redness after discharge from the hospital which subsequently resolved.